Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The potential for complications such as right bundle branch block and complete heart block are clearly noted in the product IFU. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that under anesthesia during the insertion of a swan ganz catheter via the right jugular vein in a patient with a diagnosis of aortic stenosis and complete left bundle branch block, the patient developed complete heart block and went into cardiac arrest. Compressions were started and atropine and bosmin were administered. Spontaneous circulation returned. Circulation was stable, but a tendency towards bradycardia was noted therefore a temporary pacer was placed and surgery was completed. Post-surgery, the patient was extubated and no significant neurologic complications were noted.